Event description:
I had a ferric metal tooth implant post installed on a lower right molar (second from rear) on (B)(6) 2022. It was set in correctly and was solid. After 19 days the implant broke through the healed gum and came out (as if pushed from below (or pulled from the top). No infection of puss followed the tooth post coming out. The implant had adhered bone tissue in the screw portions of the post as if it was healing correctly. The left facial magnets on the air fit f20 mask were about 3/4 inch above and at a 45dgree forward angle from the dental implant post. There was extreme pain for two weeks following the implant procedure, and no noticeable infection on the implant site. The pain subsided almost immediately after the implant came out. Multiple visit dental office files upon request.